Manufacturer narrative:
D9. Date returned to mfg: 10-apr-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No missing or damaged components found. Functional testing performed. Could not duplicate customer issue. Device is delivering at an oxygen concentration of appprox. 48.4 % on air mix and approx. 100.3 % on nam. Device is operating within factory specifications. No action taken - due to obsolescence and lack of spare parts we are unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not deliver oxygen. There was no physical damage. There was no patient involvement and no harm/adverse event reported.